Event description:
It was reported that the tip of the subject device broke off and was retrieved from the patient during a therapeutic total laparoscopic hysterectomy procedure. The procedure was completed with a back-up device. There were no reports of patient harm.